Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was hospitalized for an elevated blood glucose (bg) level 500 (mg/dl) and diabetic ketoacidosis (dka). The customer initially stated the pump was possibly related to the cause of the elevated bg level however, did not provide a suspected cause. A bolus was delivered prior to being admitted to the hospital. While in the hospital the customer received insulin intravenously. Follow up with the customer determined the customer as released from the hospital on the day of the report and the customer's bg level was stable.